Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a shunt placement procedure, the emitter for the navigation system displayed a red x and was not powered on. When reseating the emitter connection, the navigation system became unresponsive and would not respond to prompts from the user. Restarting the navigation system restored functionality. There was a reported delay to the procedure of fifteen minutes due to this issue. There was no impact on patient outcome. No additional information was provided.